Manufacturer narrative:
(B)(6) 2021: device evaluation: one sample was returned for evaluation in used conditions without original package. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. The investigation determined that not enough solvent at joint was found between the cuff and tube. Sample received was submerged under water to detect leaks. Leakage was detected at joint between the tube and cuff; the complaint was confirmed. Based on the analysis conducted in the sample provided, occlusion failure mode was confirmed. Therefore, the occurrence of this failure condition could be caused by not enough solvent at joint. A DHR search could not be run, because the lot number was unknown.

Event description:
Information received a smiths medical intubation / portex endotracheal tubes required reintubation. The complaint stated a (B)(6) patient intubated and ventilated with diagnosis of respiratory distress syndrome related to covid infection since (B)(6) 2021. On (B)(6) 2021 the patient had desaturations in the 88 percent range when the ventilator alarmed for decrease tidal volume and minute volume. A noise was perceptible in the patients mouth. A check of the intubation tube sealing balloon with a manometer shows a loss of pressure at each respiratory cycle. Decision to remove the tube and reintubate the patient. The current stated reported of the patient was described as anesthetic induction for reintubation, sedated laryngoscopy. Also noted a leakage test of the intubation probe with a 10 ml syringe with a 10 ml syringe revealed a loss of air, which is located at the point where the plastic of the balloon connects to the tube. The balloon did not appear porous.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation: one (1) sample was received in used conditions without original package. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination; there was not enough solvent at joint was found between the cuff and tube. Functional testing: sample received was submerged under water to detect leaks. Leakage was detected at joint between the tube and cuff; the complaint was confirmed. Root caused: based on the analysis conducted in the sample provided, occlusion failure mode was confirmed. Occurrence of this failure condition could be caused by not enough solvent at joint. Action taken: awareness notification was made to production personnel to explain the importance to adherence or following the procedure ? Polar tracheal tube ? Assemble dry cuff to tracheal tube? Section dry cuff assembly, by quality engineer on 22/nov/2021.